Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely elevated creatinine result while using clinical chemistry creatinine assay. The customer provided the following data (customer provided range 0.57 - 1.11, critical >10): sid (B)(6), (B)(6) 2018: initial result 7.95 mg/dl. Retested on (B)(6) 2018: 1.26 and 1.31, retested on second analyzer: 1.32. A new specimen was drawn on (B)(6) 2018: sid (B)(6): 1.14. There was no adverse impact to patient management reported. The customer did indicate that the cuvettes were dirty with a black residue on the outside of the cuvettes. No additional patient information was provided.

Manufacturer narrative:
The incorrect manufacturing location was documented in this manufacturer report. A new manufacturer report (number 1628664-2018-01899) has been submitted and all further information will be documented under that MDR number.